Manufacturer narrative:
The reagent lot number and expiration date were not provided. General reagent issues were excluded as the result believed to be correct was obtained using the same reagent. The field service engineer found an issue with the rinse tubing and the rinse nozzles. He replaced the tubing and cleaned the nozzles. He primed and ran a mechanism check and a cell black check which were acceptable. The customer ran calibration and qc. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. One example of calcium was provided. The initial result was 0.630 mmol/l and the repeat result was 2.270 mmol/l.